Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized in the intensive care unit with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours in the abdomen. Symptoms reported include hyperglycemia, tachycardia, rapid breathing, high blood pressure, ketones and vomiting. The patient was treated with IV (intravenous) fluids with potassium, magnesium and other electrolytes, and an insulin drip. The pod was removed at the hospital and the cannula was found to be bent. The patient was discharged after 4 days.